Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. Proactively the adjustable pressure limiting valve, bellows pop-off valve diaphragm, and flow sensors were replaced. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit intermittently alarmed 'sustained pressure' while in bag mode. There was no report of patient injury.